Manufacturer narrative:
(B)(4).. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing included underwater pressure leak testing, clear passage test, clamp function test and device to device interaction testing. No issues were noted until the simulated therapy was performed with the returned solution bag when a system error 2240 alarmed. When the simulated therapy was ran again with a different solution bag there were no issues. The reported condition was verified, however the disposable cassette was within specification. The cause was determined to be a leaking solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.